Event description:
While developing a stent in the left common iliac artery (lcia), it was reported that the stent would not fully deploy. The vessel was highly calcified with an 85% stenosis. No resistance or difficulty was noted during advancement to/or while crossing the lesion. The lesion was pre-dilated, but reported to be resistant. A second stent was placed in order to completely cover the lesion. The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Since the product or films of the procedure will not be returned, there is not enough information to draw a clinical conclusion between the device and the event. However, in this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.